Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide the information. Additional information provided a second of the same make and model of the manufacture's device was used to successfully complete the procedure with no decline in the patients status. No tests/laboratory data available. The implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. There were multiple kinks and twists in the distal shaft near the tip. Torque compression was observed on the drive cable near the transducer housing within the distal shaft. The drive cable was buckled and wound itself numerous times in the luer lock area of the connector assembly. The device was returned with a third-party guidewire stuck inside of it. The probable cause of the reported failure is due to multiple kinks and twists in the shaft distal tip of the returned device. Device manipulation, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the observed damage occurred.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, inside the body, while passing through the lesion at bifurcation of left circumflex artery (lcx #12), the user was unable to move the manufacturer's device over the guidewire (another manufacturer's device). The manufacturer's device was removed with the guidewire. Access location: femoral, vessel tortuosity: severe. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported because the manufactures device and another manufacturer's device (guidewire) were removed as a system.